Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for pre-dilation. However, during inflation, contrast media was found to be leaking under fluoroscopy and it was noted that the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.